Event description:
It was reported that 2 years ago, the pt experienced a stabbing pain in her stomach and severe vomiting. Multiple unspecified tests were done and her catheter was found to be fractured and leaking. The catheter was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. A follow-up report will be sent if add'l info becomes available.